Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the cartridge was loose and came off the pump without user interaction. Blood glucose was 151 mg/dl. The customer successfully loaded a new cartridge to address the event and insulin delivery was resumed.